Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had an e300 endoscope error and the front panel light was flashing. The issue occurred during preparation for use for a colonoscopy procedure. The procedure was completed with the same set of device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. Corrected fields: h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.